Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the devic expiration and manufacture dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the clip fell off while putting the device down the scope. It was pulled back out, it did not fall into the pt. The physician completed the procedure with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition was reported to be fine.